Event description:
The IV bag disconnected from the set. Solution was heparinized saline under pressure. IV spike came out of bag. Solution sprayed in patient's face. But pt is ok. Unknown intervention. Pt was s/p eye surgery.